Event description:
On (B)(6) 2012, when the device logs were manually downloaded, a drain volume was found in the logs that meets the current criteria of an increased intra-peritoneal volume (iipv) incident occurrence date (B)(6) 2012 at 00:50on cycle 5 with a drain volume 3532ml. Largest fill volume 2000ml. There was patient involvement but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv identified in the device log was determined to be insufficient drain, use error: tidal total uf removal set too low.